Event description:
The customer's father reported an alarm during the manual prime. The father also stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 846 mg/dl. The father stated that there were no problems or issues prior to the event. Advised that the insulin pump would be replaced due to the alarms. Nothing further was reported.

Manufacturer narrative:
The insulin pump was rec'd with an alarm due to a faulty force sensor. The insulin pump also alarmed motor error during the occlusion test due to a problem with the motherboard.